Event description:
Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 54 seconds. In addition, the pulse generator would stop sensing but would recommence sensing at various time intervals. The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. Further evaluation of this device and additional in-house devices showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant and at the physician's office during follow-up appointments. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
After the pcb trimmed edge was cleaned and the pulse generator was reassembled, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial vns implant surgery on (B)(6) 2015, the patient's generator was unable to detect the patient's heartbeat (bpm - ?????). The patient's device was first tested and showed normal device function. Then tachycardia detection was programmed on and the surgeon attempted to verify heartbeat detection. Each sensitivity level was tested and the programming wand was repositioned, but the issues continued. No pre-surgical assessment was performed due to time restraints. The surgeon elected to implant a backup generator which was able to detect heartbeat without any issues using sensitivity level 3. The backup generator was implanted in the same exact location as the opened but unused generator. The opened but unused generator has been returned to the manufacturer where analysis is currently underway.